Event description:
It was reported that oversensing was noted on stored episodes of noise reversion. The patient was dependent but was asymptomatic. The oversensed signal appeared to be myopotential. Programming changes were made and no further noise episodes were seen. The patient is stable and will continue to be monitored.